Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported the hub of the drainage catheter was leaking during patient contact, after the procedure. The drainage catheter was removed and replaced with another one.